Event description:
It was reported via phone call that the caller was in the hospital with the customer and they needed to check the settings on the insulin pump. It was stated that the customer recently received the insulin pump and it only had one basal rate set up. The called declined to provide the customer's information. She was assisted with locating the bolus wizard settings. It was advised to have the customer call to obtain the details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.